Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6: 3191- surgery was rquired to remove the fragment the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. Review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the end of the run through wire broke off after an angioplasty in the left main. The physician was performing a left main intervention. The wire fragment ended up in the ostium of the left main and it could not be retrieved. A heart pump was put in and the patient was taken to the cvor to be surgically removed. The status of the patient's condition was reported to be unknown.

Event description:
Additional information was received on october 11, 2018. After insertion of peripheral va ECMO with distal reperfusion line, the patient went to cardiothoracic ICU. There was no removal of the broken wire, and the fragment was not removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 as follow up no. 1 to provide additional information in sections. Patient weight: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. Visual inspection revealed that the niti core wire and the platinum coil had been fractured at the end of the device. The length from the distal fracture of the niti core wire to the joint of the platinum coil, stainless steel coil and niti core wire was found to be approximately 21mm. That of the factory-retained sample of the same product is approximately 30mm in length. It was found a distal section approximately 9mm was missing from the main body. Magnifying inspection of the niti core wire on the segment around the fracture found that it had been distorted on 0mm - approximately 1.5mm from the fractured distal end. Magnifying inspection of the platinum coil segment located proximal to the fracture end found that the platinum coil had been raveled on the segment 0mm - the joint of the platinum coil, stainless steel coil and the niti core wire. Due to the reveling, the length of the missing portion of the platinum coil was unknown. Magnifying inspection of the stainless steel coil segment found that the coil had become irregular in pitch on the section proximal to the joint of the platinum coil, stainless steel coil and the niti core wire. On the remainder of the stainless steel coil section did not have any other anomaly, including widened coil pitch or jumbled coiling, in the appearance. Electron microscopic inspection of the fracture of the niti core wire revealed that the core wire had become diminished toward the fracture end electron microscopic inspection of the fracture cross-section of the niti core wire revealed that the dimple pattern had been generated on the surface. The thickness of the niti core wire was measured on the segment adjacent to the fracture. It was confirmed to be equivalent to that of the factory-retained sample of the same product code. The actual sample was approximately 0.033mm. The factory-retained sample was approximately 0.033 mm (measured at approximately 9mm from the distal end of the device). The outer diameter of the stainless steel coil segment was confirmed to meet the specifications. Reproductive testing fracture of the niti core wire was performed on two current samples from the involved product code. With their distal coils being trapped, the samples were subjected to the force as follows respectively until their niti core wires got fractured. Pulling force after application of torque force, the fracture end became diminished and diagonal with the generation of the dimple pattern on the fracture cross-section. This state is found to be similar to that of the fracture on the niti core wire of the actual sample. The niti core wire was found to have become distorted on the segment from 0mm to approximately 3mm in the manner similar to the actual sample. Continuous torque force was performed and the core wire got distorted at the fracture. This state was found to be different from that of the fractures on the niti core wire of the actual sample. IFU states: if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter; when selecting the vessel in which the run through ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, it is likely that the distal segment of the platinum coil of the actual sample was trapped in some hard object, including the involved stent. In attempts to release the trap, excessive torque force was applied to the actual sample. This distorted the niti core wire located inside the platinum coil, an in attempts to release the trap, excessive pulling force was applied to the actual sample. This fractured the niti core wire located inside the platinum coil. During further withdrawal manipulation the platinum coil was raveled and fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction that was inadvertently left blank on follow up no. 1 report, the date received by manufacturer was october 11, 2018. Outcomes of event has been updated to reflect other serious (important medical events), which was inadvertently not updated in follow up no. 1.